Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While advancing the clip, it came in contact with the first clip, causing that clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and deployed. Mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions (poor imaging, interaction with first clip when crossing with second clip). The reported poor imaging is related to patient anatomy and poor image quality, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.